Event description:
A malfunction was reported, identified as malf 0, but no notable events occurred before it. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the issue recurred.